Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Additionally, the customer reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was high, however, a specific value was not provided. Customer administered a manual injection to address bg level. Customer declined further troubleshooting with tandem technical support. Although requested, pump data was not uploaded for tandem technical support to review and determine a possible cause.